Event description:
It was reported that the patient received 6 inappropriate shocks. A noisy egm was noted. The sixth and final shock put the patient into ventricular fibrillation from which the patient could not be rescued. No further shocks were delivered and the patient expired. The device was explanted and the rv lead was partially capped post mortem. Further event information indicated the cause of death was ventricular fibrillation. It was further noted that a suspected lead fracture led to the inappropriate shocks.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the patient received 6 inappropriate shocks. A noisy egm was noted. The sixth and final shock put the patient into ventricular fibrillation from which the patient could not be rescued. No further shocks were delivered and the patient expired. The device was explanted and the rv lead was partially capped post mortem. Further event information indicated the cause of death was ventricular fibrillation. It was further noted that a suspected lead fracture led to the inappropriate shocks. No conclusion can be drawn. Interference, lead(s), fracture of, shock, inappropriate.